Event description:
A doctor alleged that after a root canal treatment with realseal in 2006 a patient required re-treatment.

Manufacturer narrative:
Specific patient information with regard to age, gender or weight was not provided. Multiple attempts were made on (B)(6) 2014 to the doctor's office to obtain further information; however, the doctor's office has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Manufacturer narrative:
The doctor is retreating tooth #30 for the patient and will complete the treatment in a few weeks. To date, the patient is doing fine.